Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 703:00 was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced failure code 703:00, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.